Manufacturer narrative:
On an unspecified date in (B)(6) 2017, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the peritonitis was unknown. On an unspecified date, the patient received unknown antibiotics (doses, frequencies and routes not reported) as treatment for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. On an unspecified date, the patient discontinued pd catheter and pd therapy and was switched to hemodialysis. No additional information is available.